Event description:
Customer's husband reported customer received high glucose readings from their freestyle freedom meter. Customer's husband reported customer had one episode of losing consciousness. Paramedics were called and they treated customer with an IV solution. Customer was then transported to salem hospital where he was being diagnosed with severe hypoglycemia. There is no report on diagnosis; an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.